Event description:
The customer contact reported that during preventive maintenance testing at the user facility, leakage from the disposable batteries was noted in the battery compartment of the device. There were no reports of any adverse patient event and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.